Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, a lead tested with an impedance that was high and out of range. The lead was tested twice with the same results. The lead was not used and replaced with a competitor lead. The patient was stable.